Event description:
The customer called to report that she was hospitalized due to hyperglycemia, with a blood glucose reading over 300 mg/dl. The customer stated that she had a (B)(6) occurrence (B)(6) ago. The customer had changed the infusion set prior to being hospitalized, but when her blood glucose levels elevated, she did not change it again. When she removed the infusion set, the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.